Event description:
It was reported the patient's device was not working and there was a "loss of therapeutic effect." The patient saw "poor communication" on the device screen. Adjustments were unable to be made with or without the antenna. It was stated that "every time" the stimulation was "on and turned up," an "uncomfortable sensation" was felt in the patient's vagina. The feeling was further described as if she was "sitting on something" or that "a pole was in her vagina." Reportedly, when she would wake up in the morning, urine would "flood" out. The patient sustained a fall in the shower "a couple months ago." The patient denied any changes, redness, swelling, or heat over the pocket site. The patient was redirected to her health care provider. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3889-28, lot # v872659, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).